Manufacturer narrative:
The reported event of ¿abnormal impedance¿ was not confirmed however, the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Analysis found the inner coil in the connector region was over torqued due to procedural damage and the helix was retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited abnormal impedance. It was noted that the lead dislodged. During the procedure the lead was attempted to be repositioned however, the helix failed to extend. The lead was explanted and replaced. The patient was in stable condition.